Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted that the valve appeared distorted; oval shaped. Pledgets or remnants of pledgets were noted on within the host tissue on the inflow. Part of the sewing ring appeared to have been removed during explant. All leaflets were in the closed position with a small gap between the coaptive ridges of the left and right cusps. The non-coronary cusp was slightly stiff but flexible except where host tissue extended on the inflow. The left and right cusps were stiff due to host tissue on the inflow and outflow. A small tear through the free margin and lunula of the non-coronary cusp appeared to be due to contact with the bias cloth along the non-coronary left stent post. A tiny abrasion in the lunula of the non-coronary cusp appeared to be due to contact with the bias cloth along the inner outflow rail. A cut observed through the tunica of the non-coronary cusp along the edge of the host tissue on the inflow appeared to have occurred during explant. Pannus remained attached to the existing sewing ring on the inflow, extending along the tissue and base stitching, covering the inflow margin of attachment, into all inferior coaptive areas, and 1 to 4 mm onto all cusps reducing the inflow orifice area. Pannus remained attached to the existing sewing ring on the outflow adjacent to the non-coronary and left cusps. Tan thrombotic appearing host tissue filled and stiffened the belly of the left and right cusps. Radiography showed trace mineralization in the host tissue along the existing sewing ring. Conclusion: the device history review of this valve was reviewed and no issues were noted that would have impacted this event. The valve appeared distorted which was the cause of the small leaflet abrasions/tears due to contact with the bias cloth. The inflow orifice area appeared reduced due to pannus formation that extended 1 to 4mm onto all cusps. In addition, the reported sedimentary deposit on the inlet of the valve was determined to be thrombus that stiffened the bellow of the left and right cusps. Based on the analysis, the reported stenosis and high gradients was caused by a combination of pannus and thrombus. Although a conclusive cause of pannus and thrombus could not be determined, these are known failure modes for bioprosthetic heart valves. F

Event description:
Medtronic received information that this bioprosthetic valve, implanted four years, was explanted due to high gradients. It was reported that the patient had developed aortic stenosis. Subsequently, the patient additionally developed dyspnea during stress. Pannus or prosthesis patient mismatch (ppm) was suspected; however, upon explant there were no defects in the struts, and there was no evidence of restricted leaflets. There was a sedimentary deposit on the inlet of the valve. Patient data: male (B)(6). Measured valve data: gradient 85 mm/hg, and eoa 0.8 cm^2. The patient was not diabetic; however, was positive for arterial hypertension treated with medication. There were no adverse patient effects and the explanted valve was returned for laboratory analysis.

Event description:
Medtronic received information that this bioprosthetic valve, implanted four years, was explanted due to high gradients. It was reported that the patient had developed aortic stenosis. Subsequently, the patient additionally developed dyspnea during stress. Pannusor prosthesis patient mismatch (ppm) was suspected; however, upon explant there were no defects in the struts, and there was no evidence of restricted leaflets. There was a sedimentary deposit on the inlet of the valve. Measured valve data: gradient 85 mm/hg, and eoa 0.8 cm^2. The patient was not diabetic; however, was positive for arterial hypertension treated with medication. There were no adverse patient effects and the explanted valve is expected to be returned for laboratory analysis.

Manufacturer narrative:
Product analysis/conclusion: the product is expected to be returned; however, has not been received. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the available information, no conclusion can be drawn at this time. Should the valve be returned, or additional information be received, a supplemental repot will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.